Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's knee was revised. A triathlon 6x13 ps insert was implanted. Update 070/february/2023: as reported by rep: "patient had a wound infection. We removed the old liner and replaced it with a thicker insert."